Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient experienced severe chest pain. An electrocardiogram (ECG) revealed pericardial effusion. All electrical measurements were within normal limits. The right ventricular (rv)and right atrial (ra) leads remain in use. No further patient complications have been reported as a result of this event.